Event description:
This spontaneous case was reported in 2009 by a physician via e-mail to the affiliate. The physician stated that she had been constantly using poly-l-lactic acid (sculptra) and she feels to be fairly experienced in its use. She described a case of local seriously disabling (from the aesthetic point of view) complications occurred in one of her pts. On unspecified date, the pt with negative history for dermatologic, allergic and autoimmune diseases, underwent two different administrations of sculptra; the amount of both administrations was half vial diluted from 1:6 to 1:12 with sterile water for injection (no local anaesthetic drug was reported). The injections were performed deeply in the derma at the inferior third of the face, with a small amount for every injection. After every treatment the physician massaged the injected area and suggested the pt to do the same at home. At once, experienced diffused ecchymosis at the injection site; as for physician's opinion, the ecchymosis occurred due to the pt's capillary fragility. The pt wasn't in therapy with anticoagulant or antiaggregant drugs and didn't suffer from coagulation disorders. Since the pt felt uneasy due to ecchymosis, she decided not to receive further administrations of poly-l-lactic acid. About 6 months later, date not provided, the pt experienced about 10 subcutaneous nodules at the injection site. The nodules had a hard-elastic consistency. They were painless with grey and blue shades with a diameter varying from 2 to 10 mm. As corrective treatment, the physician prescribed the pt with arnica p.o. And with cortisone cream locally plus massages without any results. Since the number of the nodules increased and they enlarged too, the physician injected the most visible nodules with triamcinolone diluted 1:5 in micro-amounts (diluent not reported). She stated that, two weeks later, the result of such corrective treatment was "encouraging". The physician stated that at the time of this report, i.e. On the date of report, the pt was depressed and anxious, for this reason the physician fears that the pt could start a legal litigation against her. She contacted our affiliate to get support for a good resolution of this case.